Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphedema.

Event description:
Patient representative reported, ""the plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and ]disfigurement. Plaintiff experienced breast pain, hardening of breasts, breast swelling, asymmetry, heat sensations, rashes or itching, poor circulation in right leg, physical weakness and limited mobility, and aggravation of lymphedema. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress, panic disorder, and anxiety, as well as loss of quality of life, depression, and ptsd; and other physical and emotional manifestations that are severe and ongoing." Patient does not have and was not diagnosed with alcl. This record is for the right side. Device has been explanted.